Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the receiver displayed a firmware error. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be contaminated and corroded. Functional testing and data download was unable to be performed because the device was received in a condition making evaluation  impossible. Therefore the complaint of a firmware error could not be confirmed. A root cause could not be determined.